Event description:
The customer reported that he was hospitalized due to a heart attack, low blood pressure and a high blood glucose reading of 370 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. Also, assisted the customer with questions he had about the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.